Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pinching pain in abdomen') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and coital bleeding ("bleeding after intercourse"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the abdominal pain and coital bleeding outcome was unknown. The reporter considered abdominal pain and coital bleeding to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pinching pain in abdomen') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and coital bleeding ("bleeding after intercourse"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the abdominal pain and coital bleeding outcome was unknown. The reporter considered abdominal pain and coital bleeding to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-oct-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pinching pain in abdomen') in an adult female patient who had essure (batch no. D13383) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and coital bleeding ("bleeding after intercourse"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the abdominal pain and coital bleeding outcome was unknown. The reporter considered abdominal pain and coital bleeding to be related to essure. Lot number:d13383 UDI:(B)(4). Production date 2014-09-26. Expiration date 2017-09-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pinching pain in abdomen') in an adult female patient who had essure (batch no. D13383) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and coital bleeding ("bleeding after intercourse"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the abdominal pain and coital bleeding outcome was unknown. The reporter considered abdominal pain and coital bleeding to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2022: reporters and lot number were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.